Manufacturer narrative:
On 07-jan-2021, mentor received additional information about the event: - the event date is (B)(6) 2020. - the patient age at the time of event is 36 years old. - the patient had her explanted breast prostheses replaced with mentor memorygel breast implant 350cc gel breast prostheses. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: bilateral breast prosthesis rupture, bilateral capsular contracture. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a caucasian female patient underwent a primary breast augmentation procedure with mentor memorygel breast implant 300cc gel breast prostheses that bilaterally ruptured after implantation. In addition, the patient developed baker grade iii capsular contracture in both of her breasts. Bilateral rupture and bilateral capsular contracture were diagnosed by a physical exam. As a result, the patient is scheduled to undergo bilateral explantation and replacement with unspecified breast prostheses on (B)(6) 2020. This medwatch report is for the patient¿s right breast prosthesis.